Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp and verified physically broken connector on fiber optic sensor extension cable assembly. Fiber optic system functions properly. As a precautionary measure, stm replaced fiber optic sensor extension cable assembly. Performed functional check and safety test, then returned unit to clinical service.

Event description:
It was reported by customer at (B)(6) hospital that fiber optic connector was broken in the cardiosave intra-aortic balloon pump (iabp). The patient was not connected to the iabp. The event occurred when trying to setup the unit. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by customer at (B)(6) that fiber optic connector was broken in the cardiosave intra-aortic balloon pump (iabp). The patient was not connected to the iabp. The event occurred when trying to setup the unit. There was no patient involvement, and no adverse event reported.